Event description:
It was reported that lead exhibited high impedance during implant. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.